Event description:
It was reported that the patient has experienced bradycardia (heart rate in the 30 bpm range) as well as two instances of syncope since her revision surgery in (B)(6) 2011. The physician was wondering if it was related to vns stimulation. Attempts for additional information have been unsuccessful to date.